Manufacturer narrative:
Evaluation summary: the distal tip was stubbed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st distal stent segment had raised and deformed struts. (B)(4).

Event description:
The physician intended to use a resolute integrity stent. It was reported that the stent could not be placed. The physician reported that they could not advance the catheter in the vessel. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient injury.